Event description:
It was reported that the large needle driver instrument is not holding the needle. No add'l info provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a decrease in the cable tension that could reduce the grasping force. The carbide teeth are not damaged. Engineering also found the distal end of the main tube has an area on one side of the tube with various light scratches and one deep scratch with material removed. The deep scratch is located 1.5 inches above the proximal clevis and is not aligned to the tube axis. Based on the location and appearance, the damage was most likely caused by a instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings; handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.